Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg and it went into hibernation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Date of event: (B)(6) 2014.

Event description:
A report was received that the patient was having difficulty charging the ipg and it went into hibernation. The patient will undergo a revision procedure wherein the ipg will be replaced.